Manufacturer narrative:
The facility representative reported ¿occlusion.¿ information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of ¿occlusion¿ was confirmed due to downstream occlusion alarm, caused by a broken door handle. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, a broken door handle was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.